Manufacturer narrative:
The logs for the imaging system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information was unavailable from the site. The site representative attempted to replicate the reported event, but could not do so. A medtronic representative inspected the system onsite and found the mobile view station (mvs) computer to be slow and locked up frequently. After attempting to defragment the drives and reload the software, the computer was still slow and would freeze. The representative replaced the computer and the issue was resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that when preparing for a spinal fusion procedure, after turning on the imaging system an error message displayed n the screen. The site had to reboot the system to clear the message. After that, the imaging system could not take a 3d spin. The site rebooted the system again and the issue resolved. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on patient outcome.

Manufacturer narrative:
Additional information: site refused to give patient information. Patient information was refused from the site by (B)(6) registered nurse (rn).